Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
"On (B)(6) 2016 the patient complained of continuous pain and discomfort in the right hip. A history of chronic opioid and narcotic use was noted. The patient was currently on oxycontin and oxycodone. The plan was to refer the patient to pain management. At this time the patient¿s sed rate was noted to be 3 (0-15) and crp was less than 1 (<4.9). The impression was painful retained hardware right hip."